Manufacturer narrative:
(B)(4). Customer has reported that only one sample will be made available for analysis. The sample has been received and investigation efforts are currently in progress. A summary of the sample analysis will be provided in a supplemental report.

Event description:
Customer reported that the balloon was hard as a rock after about 2.5 weeks of pt use. The customer reported that seven samples presented the same issue during use on one pt. The customer has reported that decannulation and re-cannulation of a replacement tube was required. Cross ref. Associated mfrs#: 2936999-2014-00189, 00190, 00191, 00192, 00193, and 00178.